Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced pn: 380731-47 console viewer to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the whole system faulted when connecting the dual console. Prior to calling caller has removed console 1 and proceeding with case. Error 40096 and 311 observed in logs on console 1. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Isi did receive a da vinci product involved with this complaint to perform failure analysis. The viewer was analyzed and found to have no functional issues when installed on an in-house system. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause is linked to the viewer in the console, but unable to trace more specifically since the issue was unable to be replicated in failure analysis.